Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically in the patient's eye post lens implantation. The lens vault was successfully treated. However, no information has been provided regarding treatment.

Manufacturer narrative:
Add'l info was requested but no new info was received. The lens was not returned for eval. The lot number was not provided; therefore a lot history review could not be performed. Based on the limited info received, a definitive root cause could not be determined.